Manufacturer narrative:
(B)(4). The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link detachment/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a diagnostic procedure. Reportedly, cuff misses occurred with both proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.